Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants and experienced ¿bii¿ post-operatively. No specific symptoms were provided. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2022. This report is for the second of two devices. Since the device is unknown, it will be defaulted to a gel device in b2a. Common device name and b2b. Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).